Event description:
It was reported that the customer was experiencing low blood glucose. Customer sated that her sensor reading was 70 mg/dl and actual blood glucose was 40 mg/dl. Troubleshooting was done. Customer's blood glucose was 60 mg/dl. Customer the lowest blood glucose she had was 42 mg/dl. It was found that customer changed her diet and has not been back to her doctor and has been sick. The customer was advised to speak with healthcare provider regarding the low blood glucose. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.